Manufacturer narrative:
Received one device. Visual inspection found no damage. During the latch lock testing it was confirmed that the the probable cause of the reported problem was defective latch/lock sensor. Replaced latch/lock sensor. All functional test of the device passed after repaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not latching on the pump. There was no reported patient involvement.